Manufacturer narrative:
Device eval: one used suspect device was returned for eval. The device was examined visually and the complaint was confirmed. The rotator was separated at the bond between the collar and the housing. A review of the device history record did not reveal any exception documents. Complaint database was reviewed and found no similar complaint for this lot number. The root causes of the failure are attributed to the manufacturing bonding process. Corrective actions have been implemented to address this type of failure. Complaint data will be monitored to verify effectiveness of corrective actions taken. Eval: method: other, device history record was reviewed, complaint database was reviewed.

Event description:
The rotator broke during a left ventriculogram procedure. Inject pressure: 400 psi. No harm or injury was reported.